Manufacturer narrative:
The device was returned for analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Review of device memory revealed the battery expired one day prior to explant. Review of stored electrograms verified noise on the rate/sense and shock channel. The device was programmed out of storage mode. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Attempts to recreate noise were unsuccessful. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room with a heart rate of 28 beats per minute. The device was interrogated and found to be in storage mode. Noise on the right ventricular channel was also noted which resulted in numerous diverted episodes. It was also reported that the device was programmed with high left ventricular outputs. The device was explanted and successfully replaced. No adverse patient effects were reported.